Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of defective lens. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. No intraocular lens (iol) or device returned. Only carton and packing lists (p&l's) returned. No root cause identified as no iol or device was returned for evaluation. The reported complaint is lacking in relevant information such as the type of defect observed. Based on these investigation findings and the lack of sample, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).